Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle of the distal end section of the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated. In addition to reportable findings mentioned in reportable event description, the device evaluation found following findings: bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value due to wear of an angle wire; adhesive on bending section cover had a chip, a crack and had white-clouded area; water removal ability did not meet the standard value due to clogging of nozzle; adhesives around objective lens and adhesives around light guide lens had white-clouded; plastic distal end cover had a dent; universal cord had a wrinkle; plug unit had a crack and paint on suction cylinder was peeled. Scratches were found on the switch box, switch two (2), image guide protector and on the connecting tube. As per device evaluation, foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. According to the customer, the subject device was cleaned, disinfected, and sterilized the device before sending it to olympus. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle / channel with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited nozzle had foreign objects. There were no reports of patient harm.